Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot #: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 05-feb-2016, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is having a new lead implanted on monday (B)(6) as the lead was not providing benefit due to poor lead placement. They do not have any additional information. Unknown if any diagnostics/troubleshooting was done. The issue is not yet resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the doctor's determined the lead was mal-positioned. The patient's new lead still needs to be programmed. The affected lead remains implanted but inactive. This information was confirmed by the physician.